Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter was placed (B)(6) 2017. Stitches were removed (B)(6) 2017. On (B)(6) 2017 the patient started hemodialysis treatment and after 2 hours the device alarmed low arterial pressure. The nurse noticed the catheter had slipped out of the vein about 10 cms. The treatment was stopped and the catheter was removed. The catheter was replaced with the same type of catheter (B)(6) 2017.